Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. It was reported that customer was submerged in sea water while wearing insulin pump. Customer's blood glucose was 110 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.